Manufacturer narrative:
Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(4); product ID: 9735737. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a brain procedure. It was reported that there was an inaccuracy when placing a laser fiber. It was noted that the site had a registration accuracy of 1.5mm. When they used autoguide to place the fiber, the laser was 3.5mm off target. The site was still able to ablate with its position. The inaccuracy was discovered when patient was taken MRI for ablation. There was no delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: the logs and archives were returned for software analysis. The analysis found that the archives had 7 mr exams, among them two exams ,mr-5 and mr-7, are not as per the stealth protocol because of different slice spacing and thickness. Mr-3 exam loaded with the warning "not optimal for stealth" because slice spacing was greater than 2mm. The registration model loaded a bit grainy at the nose and eyes regions. The site merged 4 exams (mr-3, mr-4, mr-5, and mr-6) by taking the mr-4 as a reference exam, merge looks good. The site did two plans in the right-posterior-inferior part of the head, but plan 2 was hidden. The site did passing registration by collecting two touch points and a good amount of trace points with an accuracy metric of 1.5mm with green and yellow zones of accuracy, but few points were sunken into the skin. Observed one more previous registration with an accuracy metric of 1.9mm. The logs captured that the site used the guidance unit on the date of issue, guidance system logs captured a couple of exceptions that are triggered because of unplugging the cable to cu. But, logs did not capture any abnormalities/information to get the root cause of the reported issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that there was no fault found. The system passed all testing. Codes b01, c19, d14 are applicable to this analysis. D9: software logs and patient archives have been returned, but analysis has not started yet. Codes b21 c21 d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.